Event description:
The customer contact reported a tubing separation. The tubing set was being used to deliver unspecified concentration of ativan and fentanyl. After an unspecified length of time in use, the tubing separated from option-lok. It was reported the intubated pt "was awake and was wild." The tubing set was replaced and therapy was resumed. No medical interventions were required. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.